Manufacturer narrative:
The drill was received by the manufacturer and the complaint was confirmed. Internal components were evaluated which revealed the presence of corrosion on the bearings. Often the failure of bearings can lead to increased friction between the rotating components of the device, which results in the generation of heat.

Event description:
Customer stated that the product was getting hot during a case. A back-up unit was used to complete the procedure. There was no delay in the procedure. No user injury was reported, and no other adverse consequences were alleged with this event.